Event description:
During a c-section, the needle detached from the suture. Needle was retrieved and accounted for. New suture was given to surgeon. Surgery continued without any harm or negative consequences to the patient.